Event description:
It was reported the atrial lead impedances and threshold were rising. High impedance was also reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): conductor wear - proximal conductor; the analyst noted that the breached abrasion and conductor wear was most likely caused by a mechanical heart valve; full lead returned and analyzed.